Event description:
It was reported that "during the procedure, ctpt occurred, remove the pul. As a result, the case was completed using a new device. There was no patient adverse event due to this issue, and the patient's condition is fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device (73a2500816 / 6509884 - 00962) was conducted, and the following observations were made : received in tray pusher deployed cutter deployed needle trigger retracted retract lever fully retracted lever lock and tape disengaged urethral endpiece (ue) deployed distal tip undamaged unsheathing pawl not engaged with suture spool shuttle not engaged with needle spool suture ferrule in place case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed : suture buckled - at ferrule the capsular tab (CT) did not unsheathe needle damaged : the needle tip bent inward needle damaged : the needle is fractured at the tip. Refer to dimensional inspection for additional detail. The needle was found to be broken approximately 0.4 mm in length and 0.37 mm in width. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. The device history record for lot 73a2500816 was reviewed. For as00168 (coated needle assembly) there were no nonconformances or component rejections identified. This review did not identify any findings relevant to the failure mode identified for the returned device. Corrective action is not required at this time as the probable root cause for this complaint is related to "use error - unint entional - cannot determine". The customer report of : "... Ctpt occurred ..." Was not confirmed. The failure modes observed during this investigation do not support the reported event. This investigation has determined that the device encountered the following f ailure modes : ul - needle broken : needle broken occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe : the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.